Event description:
Mds catalog # hr-008 closedcare IV system needleless valve extension set length 62" microbore tubing - 2 tubing sets had cracked luer lock. Appears to disintegrate. Third device obtained. No harm to patient or staff.